Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin plasma that was centrifuged at 3000 for 10 mins. The sample was a short draw and slightly hemolyzed. A system check performed on (B)(4) 2010 was within specifications. All other pt samples have been repeating w/o a problem. Customer performed a 10 point precision test with good results. Customer declined service. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.